Manufacturer narrative:
Initial and final MDR 1877077 -MDR 3003442380-2024-05438-device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported the patient experienced that the three infusion set fell off during use. The first occurrence occurred on early (B)(6); the second on mid (B)(6) and the third on early (B)(6) ((B)(6) 2024 as event date). The infusion set was used within 2 days. The patient had used dressing or tape over the infusion set for all events.the blood glucose level of the patient was 250 mg/dl. No further information was available.